Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and lead system had chronic pacing leads previously abandoned and capped. Now the physician is seeing noise resulting in pacing inhbition in this pacemaker dependent patient. The physician is concerned that the abandoned leads may be interfering with the newly placed leads causing the observed noise. An invasive procedure was performed during which the 4160 lead was repositioned. However, they noted pacing inhbition. The implantable cardioverter defibrillator (ICD) was removed and replaced and the left ventricular (lv) port was plugged. The right ventricular (rv) portion of the 4160 lead was capped and replaced with a model 0158 in the rv. After this procedure, a loss of capture was noted at 5.0 volts.